Event description:
IV tubing backcheck value failed to operate properly resulting in secondary med line infusing back into primary line. Corrective action taken, tubing changed. Problem did not reoccur.